Manufacturer narrative:
(B)(4). (B)(6). Investigation could not be completed, and no conclusion could be drawn as no product was received. A review of the device history record has been requested. (B)(4). Placeholder.

Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: patient is part of a study for the treatment of medial compartment osteoarthritis grade 1-4 or osteonecrosis with tomofix, small size. It was reported that at a 2-year follow-up investigation on (B)(6) 2012, a delayed gap filling was discovered. Artificial bone was put into the gap on (B)(6) 2012 and the implant was removed. Patient recovered without persistent damage. This is report 3 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Placeholder.